Event description:
It was reported that a spectrum iq infusion pump had an issue of failed flow and volume test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed flow and volume tests, was reproduced. The device was tested for flow accuracy and the pump under-delivered with -8.9% accuracy. A review of the history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be m2 & m3 springs. The m2 & m3 springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.